Event description:
On (B)(6) 2016, information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indications for use included non-malignant pain and peripheral causalgia. Medical history and concomitant medications were not reported. On an unspecified date, the patient experienced an 8286 error code (empty reservoir). No patient symptoms were reported. It was noted that the alarms were turned off. The patient was to see their physician that monday, but wanted to known how long the device could run on empty. No additional information was provided.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.